Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 400 mg/dl. The customer was reported that the insulin pump alarmed critical pump error alarm. The reservoir was leaked past 2nd o- ring and out of bottom of reservoir and there was insulin in the reservoir compartment. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.